Event description:
While testing the drill attachment at the manufacturer, it was reported that the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is contained at the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.